Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 80" and "discharge fault" messages and failed to detect an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.